Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving her inaccurate high readings as compared to her feelings/normal results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that on (B)(6) 2012, shortly before 5:00pm, she developed symptoms of "shakiness, hunger and of increased heartbeat" and immediately after, tested with the subject meter and obtained the alleged high readings of "108 and 119 mg/dl." The patient did mention though that she tested the third time and obtained a result of "45 mg/dl" which was more in alignment with what she was feeling. The patient stated that she manages her diabetes with the insulin pump and denied making any changes to her usual diabetes management routine in response to the reported issue. On (B)(6) 2012, at 4:40 pm, the patient claimed to have self-treated with food/drink. The cca determined that the subject meter was set to the correct unit of measure at the time of testing. During troubleshooting, the cca also noted that the patient did not have the test strips available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient was already symptomatic prior to the start of the alleged issue. In addition the symptoms developed and the treatment received correlated with one of the lfs meter test results, however, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however a secondary issue was noted where the meter was found to have paint damage to the casing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.